Event description:
Pt had foley catheter inserted in the bladder. Foley to be removed two days later and foley could not be removed due to inability to remove foley. Nurse unable to aspirate more than 2 cc from foley. Pilot was cut, unable to remove foley. Pt brought to imaging for ultrasound guided needle rupture of the foley catheter balloon and removal of the foley cath. Once the foley balloon was ruptured the catheter was easily removed. There were no apparent complications.